Manufacturer narrative:
An event regarding pain leading to revision involving a trident 0° x3 insert 32mm ID was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Medical evaluation not performed as no medical records were provided. Device history review. A device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the reported pain could not be determined. A review of the provided records by a clinical consultant indicated there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time.

Event description:
Patient was given a head and liner exchange to address hip pain after primary surgery (B)(6) 2012.

Manufacturer narrative:
The 32mm std lfit v40 head; cat# 6260-9-132; lot# 39080006 was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has not been made available. Should additional information become available it will be reported in a supplemental report. Not returned to the manufacturer.

Event description:
Patient was given a head and liner exchange to address hip pain after primary surgery (B)(4). 2012.